Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out procedure for normal eri, externalized conductors were observed on the rv lead. The electrical function of the lead was normal. The lead was capped and replaced.